Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the failure of the pouch device? How much in length was the incision increased? How long was the surgery delayed? What is the current patient status? Response: no additional information has been provided.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the failure of the pouch device? How much in length was the incision increased? How long was the surgery delayed? What is the current patient status?

Event description:
It was reported that during a robotic adrenalectomy, failure of the bag caused us to open the incision bigger than anticipated and increased time under anesthesia. It also caused us to waste additional supplies. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch # r95449. Device analysis: the analysis results confirmed that the pouch device was returned fully deployed, the bag cut and the suture cut. In addition, the tyvek was returned along with the instrument. Upon evaluation, the bag was noted fully cinched; however, the bag was found stretched near the bottom. Following precautions should be taken: ( do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents.) (Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments.) (Excessive forces should be avoided during bag extraction.) A manufacturing record evaluation was performed for the finished device lot r41812 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r95449 number, and no non-conformances were identified.